Manufacturer narrative:
E1- initial reporter establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal strips and no image during inspection for use, involving an olympus colonovideoscope. There was no patient injury reported.